Event description:
The pt reportedly experienced sound quality issues followed by a loss of lock. External equipment was exchanged and programming changes were attempted, however, this did not resolve the problem. The pt's device was explanted. The pt was reimplanted with another advanced bionics device.